Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the handle and adapter triggered automatically while in use. Another reload was used to complete the procedure. There was no patient injury.